Event description:
Dealer advised took joystick off the shelf of their stock and it does not work. Dealer advised can not set joystick throw. Spoke with tech, dealer could not provide any further information.